Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified linear smooth crease opening, fold creases, and white particles. Leak test and microscopic were performed and identified smooth crease opening on anterior. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was a smooth opening in the same location of crease assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.